Manufacturer narrative:
Product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 1996, product type: lead. (B)(4).

Event description:
It was reported that the patient ¿did not feel well in general.¿ the patient was originally implanted in 1996 and the surgeon used a ¿stocking net¿ to ¿hold the device in place.¿ it was reported the implantable neurostimulator (ins) implanted in 2000 ¿hung out of the abdomen even with the stocking mesh.¿ the patient reportedly had to wear an 8 inch wrap to keep the ins in place. The ins was replaced in (B)(6) 2000. The patient thought the stocking material used could be causing her issues today.